Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Impedance > 9999 ohms, sensing difficulty, and apparent lead fracture were reported. It was also reported that during attempted lead extraction with a cook system, the lead could not removed due to adhesions and patient became unstable/coded. The lead was capped and replaced. No further patient complications have been reported as a result of this event.